Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, DHR requested - other reasons, harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia, dizziness treated with glucose/carb intake, emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-1884, mmt-431aj, mmt-7040a, mmt-342. Troubleshooting was performed. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hrs of the reported low blood glucose event. Customer does not believe the pump is over-delivering. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-431aj. No product return is required for mmt-7040a. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low. Sensor glucose was under 50mg/dl. Customer did not take a fingerstick. However, he was dizzy and perspiring. Customer said he could not figure out the settings so the settings might not be right and that could be a possible reason for the low. Customer did not remember if he ate something or not to treat the low. However, he had to go to the emergency room on (B)(6) 2024 at noon. Troubleshooting was done. Pump was used within 48 hours of the low. Customer did not stop using the pump until after going to the emergency room. It was unknown if smartguard was used. Customer has discontinued the pump. Pump is returning under (B)(4).